Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90719: mfg date 01/28/2011; exp date 12/28/2015

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Was the device fired after this incident in or out of the patient? Yes, still same issue.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were jamming with the first device. A second device was used and the clip fell out. They were retrieved. A third device was used to complete the procedure. There was no patient impact.